Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome with preloaded hydrajag guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4), 2010. According to the complainant, after cannulating the common bile duct with the tome, an exchange was attempted by leaving the guidewire locked in position and withdrawing the tome. When the distal portion of the tome was being withdrawn off of the proximal end of the guidewire outside the body, resistance was felt. It was not possible to pull the tome over the end of the guidewire because the guidewire has been "creased". The nurse had to pull the tome "really hard" and it broke. The wrinkled / creased end of the guidewire was cut off and an attempt was made to backload an rx plastic stent system with no success. The procedure was completed with the guidewire from another hydratome rx sphincterotome and the same rx plastic stent. The customer indicated there was no problem with the rx plastic stent or the second hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the hydratome revealed that the working length was twisted and bent and the tip was cracked/split. The working length was found to be bent approximately 50 cm from the distal end of the guidewire introducer. A functional evaluation of the guidewire - tome compatibility was performed by inserting a 0.035" test guidewire through the introducer and found that the guidewire could be advanced through the guidewire channel and exit the tip. However, resistance was noted when trying to retract the guidewire at the tip of the tome. The condition of the returned unit was not consistent with the complaint that the working length was split. However, the evaluation found that the working length was twisted and bent and the tip was cracked/split. During manufacturing, tome devices are 100% inspected for working length and tip integrity so the damage likely occurred due to contact with the endoscope. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome with preloaded hydrajag guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after cannulating the common bile duct with the tome, an exchange was attempted by leaving the guidewire locked in position and withdrawing the tome. When the distal portion of the tome was being withdrawn off of the proximal end of the guidewire outside the body, resistance was felt. It was not possible to pull the tome over the end of the guidewire because the guidewire has been "creased". The nurse had to pull the tome "really hard" and it broke. The wrinkled / creased end of the guidewire was cut off and an attempt was made to backload an rx plastic stent system with no success. The procedure was completed with the guidewire from another hydratome rx sphincterotome and the same rx plastic stent. The customer indicated there was no problem with the rx plastic stent or the second hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.